Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100372513 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that device malposition and discomfort/pain were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device complained of discomfort due to placement of the reservoir and pump components. There were no reported device functional issues, the device was working. A surgical procedure was performed during which the physician explanted and replaced the device while fixing placement for the patient. There were no further patient complications reported.